Event description:
Patient was plated approximately one year prior. Patient complained of limited function due to previous rib surgery. Surgeons determined plating cause of limited function. Two plates removed. Report 1 of 2.